Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("multiple pieces of intratubal metallic material, compatible with ¿essure devices"), device dislocation ("malposition of essure device location of device:") and adhesion ("other injury(ies) or complication(s) please describe: adhesions") in a 40-year-old female patient who had essure (batch no. Cs000su) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy (her first was ruptured (she believes that it was on her right side: 2001, and she believes that they removed her whole tube). She had a second ectopic pregnancy which was treated with medication) and diverticulitis. Concurrent conditions included social anxiety disorder, morbid obesity and major depression. Concomitant products included fluoxetine since 2015 and lorazepam. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, alopecia ("hair loss"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), migraine ("migraines / headaches"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), allergy to metals ("nickel allergy"), weight increased ("weight gain / loss specify which one: weight gain") and fatigue ("fatigue"). On (B)(6) 2017, 1 year 8 months after insertion of essure, the patient experienced adhesion (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping"), headache ("headaches/migraines / headaches"), abdominal distension ("bloating"), depression ("depression") and post-traumatic stress disorder ("ptsd") with feeling abnormal. The patient was treated with surgery (bilateral salpingectomy with removal of essure devices), surgery (bilateral salpingectomy with removal of essure devices), surgery (bilateral salpingectomy with removal of essure devices) and surgery (laparoscopy lysis of adhesion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, headache, migraine, fatigue and abdominal distension had resolved and the device breakage, device dislocation, adhesion, dysmenorrhoea, alopecia, dyspareunia, vaginal haemorrhage, menorrhagia, allergy to metals, weight increased, depression and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal distension, adhesion, allergy to metals, alopecia, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure worsened a previously existing injury/condition trailing coils in uterus: 1 ,successful placement of essure in bilateral fallopian tubes hsg: other (please describe) stated test needed to be redone. Do the test again in 3-6 months. (Per pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. On (B)(6) 2015 done concerning injuries reported in this case the following one/ones were described in patient medical records device breakage most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events bloating , ptsd & depression are added. Historical, concomitant drugs conditions are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("multiple pieces of intratubal metallic material, compatible with ¿essure devices"), device dislocation ("malposition of essure device location of device:") and adhesion ("other injury(ies) or complication(s) please describe: adhesions") in a 40-year-old female patient who had essure (batch no. Cs000su) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy (her first was ruptured (she believes that it was on her right side: 2001, and she believes that they removed her whole tube). She had a second ectopic pregnancy which was treated with medication) and diverticulitis. Concurrent conditions included social anxiety disorder, morbid obesity and major depression. Concomitant products included fluoxetine since 2015 and lorazepam. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, alopecia ("hair loss"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), migraine ("migraines / headaches"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), allergy to metals ("nickel allergy"), weight increased ("weight gain / loss specify which one: weight gain") and fatigue ("fatigue"). On (B)(6) 2017, 1 year 8 months after insertion of essure, the patient experienced adhesion (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) with abdominal pain, dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping"), headache ("headaches/migraines / headaches"), abdominal distension ("bloating"), depression ("depression") and post-traumatic stress disorder ("ptsd") with feeling abnormal. The patient was treated with surgery (bilateral salpingectomy with removal of essure devices), surgery (bilateral salpingectomy with removal of essure devices), surgery (bilateral salpingectomy with removal of essure devices) and surgery (laparoscopy lysis of adhesion). Essure was removed on(B)(6) 2017. At the time of the report, the pelvic pain, headache, migraine, fatigue and abdominal distension had resolved and the device breakage, device dislocation, adhesion, dysmenorrhoea, alopecia, dyspareunia, vaginal haemorrhage, menorrhagia, allergy to metals, weight increased, depression and post-traumatic stress disorder outcome was unknown. The reporter considered abdominal distension, adhesion, allergy to metals, alopecia, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure worsened a previously existing injury/condition trailing coils in uterus: 1 ,successful placement of essure in bilateral fallopian tubes hsg: other (please describe) stated test needed to be redone. Do the test again in 3-6 months. (Per pfs) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. On (B)(6) 2015 done. Concerning injuries reported in this case the following one/ones were described in patient medical records device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("multiple pieces of intratubal metallic material, compatible with ¿essure devices"), device dislocation ("malposition of essure device location of device:") and adhesion ("other injury(ies) or complication(s) please describe: adhesions") in a 40-year-old female patient who had essure (batch no. Cs000su) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ectopic pregnancy (her first was ruptured (she believes that it was on her right side: 2001, and she believes that they removed her whole tube). She had a second ectopic pregnancy which was treated with medication). Concurrent conditions included anxiety disorder, obesity and depression. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower, adhesion (seriousness criterion medically significant), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), headache ("headaches/migraines / headaches"), fatigue ("fatigue"), feeling abnormal ("brain fog"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), alopecia ("hair loss"), migraine ("migraines / headaches"), allergy to metals ("nickel allergy") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (bilateral salpingectomy with removal of essure devices) and surgery (laparoscopy lysis of adhesion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the device breakage, device dislocation, adhesion, dysmenorrhoea, dyspareunia, abdominal pain, headache, fatigue, feeling abnormal, vaginal haemorrhage, menorrhagia, alopecia, migraine, allergy to metals and weight increased outcome was unknown. The reporter considered abdominal pain, adhesion, allergy to metals, alopecia, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure worsened a previously existing injury/condition trailing coils in uterus: 1 ,successful placement of essure in bilateral fallopian tubes hsg: other (please describe) stated test needed to be redone. Do the test again in 3-6 months. (Per pfs) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 41.1 kg/sqm. Concerning injuries reported in this case the following one/ones were described in patient medical records device breakage most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as multiple pieces of intratubal metallic material, compatible with ¿essure devices, abnormal bleeding (vaginal, menorrhagia), hair loss, malposition of essure device location of device: migraines / headaches, nickel allergy, pain, weight gain / loss specify which one: weight gain, other injury(ies) or complication(s) please describe: adhesions. Lot number added. Historical, concomitant condition and relevant lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), headache ("headaches"), fatigue ("fatigue"), feeling abnormal ("brain fog") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with salpingectomy surgery to remove the essure implant on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, headache, fatigue, feeling abnormal and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, pelvic pain and vaginal haemorrhage to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.